Event description:
It was reported the wand is not working when wandless "no telemetry connection." It was also reported there is a delay to printer. The programmer and wand were returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported rf (radio frequency) head issue; able to interrogate device with no issues found. Rf head passed functional and systems tests. (B)(4).